Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw for ventricular lead could not tighten properly. Also, physician claimed the torque wrench cannot be inserted directly into the screw hole. The pacemaker was not used and replaced. There were no patient consequences.